Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) for 2 days. Customer administered correction boluses and changed pump supplies to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.